Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible controller and wand which was found to perform as intended. The ablation and coagulation voltage output readings were within specified ranges. The complaint was not verified and the root cause could not be determined since the device functioned as intended. Factors which can lead to bleeding include: (1) electrode wear on the used wand which could lead to diminished functionality, (2) insufficient saline flow to the surgical site, (3) the patient's compliance to post-op instructions such as the types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot, or (4) blood clot falling off allowing the blood vessels to start bleeding again. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
The machine is malfunctioning and caused the patient to bleed more than typical. The rep believes the circuitry has issues. No additional information provided.